Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic for a routine follow up. Patient had very small flutter waves that were intermittently undersensing after paced events. Programming changes were made to resolve the undersensing.